Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that removal difficulty of packaging material occurred. A 32mm x 3.00mm promus premier¿ was selected to treat the lesion. During unpacking, difficulty removal of the sterile lining and the outer portion of the packaging were noted. The actual sterile packaging around the stent was connected to the other and could not get out from the package. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed seal compromised.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR:the stent delivery system (sds) was returned for analysis together with the product packaging. Both pouches could not be separated as one corner of the tyvek pouch was caught in the foil pouch seal. No other issues were noted with the packaging or the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).